Event description:
It was reported that during an infusion set and cartridge change on an ilet system using a 6 mm steel contact/detach set, the user received an ¿unable to proceed¿ alert at the press-and-hold step and later experienced a persistent ¿changed insulin¿ alarm after completing a supply change, with motor stall alerts noted as occurring consecutively and not resolving after priming and rewinding. Symptoms included low insulin delivery availability associated with stalled motor events. Outcomes included interruption and delay of insulin therapy that required user troubleshooting and a subsequent successful dry run and replacement of supplies, after which insulin delivery resumed.

Manufacturer narrative:
Investigation included user education and guided troubleshooting, including removal of supplies, a dry run, and a full supply replacement with new cartridge and infusion set. Investigation of this case revealed that the device resumed delivery after supply replacement and alarm clearance, and no further device malfunction was reproducible during the assisted dry run. It was concluded that the event was consistent with a transient motor stall during supply change that was resolved through proper setup and alarm management, with no injury reported.